Event description:
Customer states that an air gas module (type 1) emitted smoked. The air gas module regulates air gas flow to the pt circuit and is situated in the ventilator. There was no pt injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.